Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause likely attributed to users inadequate handling of the device. As stated on the IFU and as a preventive measure, the user manual states: confirm that the examination light is emitted from the distal end of the endoscope. When the lamp light intensity decreases even if the ¿500 hours¿ indicator does not light up, replace the examination lamp with a new one .¿replacement of the examination (xenon) lamp¿." Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus. An olympus field representative performed an onsite visit to discuss the reported problem and educate the end user. The rep recommended using the "high function" of the light source for the procedure performed. Upon using the "high function," the rep reported that the problem was resolved.

Event description:
A user facility reported to olympus that they were performing a video-assisted thoracic surgery (vats) procedure endoscopically using the cv-190/ clv-190 and that the light was too dim; the doctor was unable to get the light bright enough and they had to switch to laparoscopic surgery and open up the patient. There was no patient injury reported associated with the event.